Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the 37761 desktop charger c0404403 found a broken connector.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the implantable neurostimulator recharger (insr) was not charging. The patient tried to recharge today and the recharger was not working. The charger said that there was no ac connection. It was stated that the patient was "looking at the pictures in the book". It was stated that the patient successfully recharged last week. The patient usually did not have any problems. It was also reported on the day of the call that the programmer was not working either. It was stated that the patient was not feeling any stimulation starting today. The patient reported that he connector pin just broke off. Additional information received reported that the connector pin pulled out of the cable. It was stated that it appeared to have occurred through product use. No patient harm reported. Additional information received reported that the device was returned for analysis and analysis determined there was a broken connector. Additional information has been requested regarding the outcome of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent. The patient's medical history was not provided at the time of the report.